Event description:
Patient¿s legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently patient¿s legal counsel reports patient allegations of pain, inflammation, elevated metal ions, and a pseudotumor. Additionally, the patient¿s legal counsel alleges the patient was hospitalized on (B)(6) 2013 due to a deep venous thrombosis allegedly caused by a pseudotumor. Legal counsel further alleges that patient expired during the hospital stay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, material sensitivity reactions. Number 14 states, intraoperative or postoperative bone fracture and/or postoperative pain. Number 15 states, elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 8 MDR's filed for the same event (reference 1825034-2013-0865 / 0872).